Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive after several days of intermittent function, while insulin delivery and blood glucose remained unaffected and the screen was only accessible when the device was on the charger. Symptoms included no adverse clinical effects. Outcomes included no alarms and continued therapy with guidance to use cgm via the dexcom app or receiver as needed. Investigation included troubleshooting with the user, verification of addresses and return process, education on shutdown procedure, and replacement of the device. Investigation of this device confirmed and revealed a nonfunctional physical user interface button consistent with a hardware failure of the sleep/wake control, with no impact on glycemic control or device therapy functions. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the button mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".